Event description:
The customer initially called for assistance in lowering her basal rates due to low blood glucose levels in the morning hours. The customer then stated that she was treated by the paramedics recently due to high blood glucose levels. The customer had gone to bed after eating dry cranberries. The customer's blood glucose reading was 510 mg/dl when she woke up the next morning. The customer stated that she panicked, and gave herself a manual injection of more than 10 units, causing her blood glucose levels to drop to 21 or 22 mg/dl and subsequently losing consciousness. The customer was treated at home, not hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.